Event description:
Caller states patient tested 7.0 inr and 6.9 inr on the coaguchek xs system. The patient was sent to the hospital, where a comparison lab returned as 3 "something" (inr). No treatment was received. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.